Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer reported self-dosing with insulin based on the reading of 494 mg/dl, which resulted in loss of consciousness. The paramedics were called and treated him with unk intravenous solution. He was transported to a local hosp and diagnosed with hypoglycemia; however, no treatment at the hosp was administered. There was no report of death, permanent impairment or mistreatment associated with this event.